Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's medtronic territory manager reported via phone call that the customer's insulin pump has been alarming no delivery while uploading and then begins to rewind when none of the buttons are being pressed. The patient's blood glucose at the time of incident was 146 mg/dl. Troubleshooting was initiated for the no delivery issue. The customer's territory manager stated that the customer has tried all remedies. The customer has tried different sets from different lots and boxes; she has also been using new insulin. The tubing was not bent or kinked either. The customer has also tried changing the complete set. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device will be sent to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent act button due to flattened dome switch. No unexpected display ramping or keypad activating on its own anomaly noted. All operating currents tested within specifications and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. No excessive no delivery alarms noted. The insulin pump had cracked case at the display window corners, stained end cap sticker and minor scratched lcd window.

Manufacturer narrative:
The pump passed the delivery accuracy test. No unlocked lcd keypad connector noted.